Event description:
I am a type 1 diabetic and a board-certified family nurse practitioner. I rely on dexcom continuous glucose monitoring for survival. Over the past month, I have experienced three separate sensor failures with the dexcom g7: 1) abrupt sensor failure without warning. 2) severe inaccuracy leading to excess insulin dosing and hypoglycemia. 3) replacement sensor failure during warmup. These repeated failures are life-threatening. My experience is consistent with the FDA's march 2025 warning letter to dexcom, which identified quality control lapses and unvalidated component changes. Dexcom g7 consistently reading glucose levels >370, with finger stick readings in the low 100's, causing insulin pump to continue to bolus insulin for false readings resulting in severe hypoglycemia with glucose <40. Health code: 1912. Device code: 2459; 1559. Reference reports: mw5176811, mw5176812.